Manufacturer narrative:
A ge oec service representative investigated the issue and found a missing secondary collimator filter, that was installed and aligned. The system was tested, found to be operating as intended, and released ot the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was missing the secondary collimator filter.